Event description:
It was reported that following a novasure endometrial ablation 2-3 yrs ago (date unk) the pt became pregnant (date unk). The pt did not use birth control to avoid pregnancy. At a gestational age of 28 weeks the pt experienced complications which included "intrauterine growth restriction (iugr)", "uterine rupture", and required a "cesarean hysterectomy". We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the exp date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the MFR date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant info is received a supplemental medwatch will be filed. According to the instructions for use (IFU) contraindications: a pt who is pregnant or wants to become pregnant in the future. Pregnancy following ablation can be dangerous for both mother and fetus. (B)(4).